Event description:
Pt reportedly was overfed by enteral pump. Reported 120cc bolus over 1 hr instead of 10cc/hr over 12 hr. Baby went into respiratory distress and vomited. Taken to ER and sent home same night.